Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of blank image and button malfunction could not be duplicated during the functional testing process. All 3 buttons passed functional testing. The camera head passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected and live video image was normal. The complaint of blank image and button malfunction was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that when the camera head inserted to the console, the monitor switched to the black-out. A backup device was not available and no patient injuries and complications were reported.